Manufacturer narrative:
(B)(4).

Event description:
Fluid had been accumulating around the pump pocket; testing revealed it be csf. Two dye studies were done and found to be normal. The pump and catheter were replaced. The device system was used to deliver morphine. Additional info has been requested. A follow-up report will be sent if additional info becomes available.